Event description:
The rptr did a blood glucose test and got a reading of 260 mg/dl. Rptr stated that the reading was too high according to the way he felt. He immediately retested, and got a result of 160 mg/dl which he felt was more in range. Rptr checks the confirmation dot on the strip to make sure it is filled in, but does not use the comparison chart. No control solution testing was done due to unavailability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8